Manufacturer narrative:
The test minilink transmitter communicates properly to the pump. No unexpected weak signal alarm noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the customer had a sensor problem and crack on screen of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the sensor is not holding out and advise to use enlite over tape. The customer insulin pump was banged at the edge of the chair and other times it fell and cracked. The customer as advised to discontinue the use of insulin pump and revert to back-up plan. The patient was advised to return the insulin pump and it will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.